Event description:
Reportable malfunction: on 24 august 1999, novo nordisk a/s received a novopen 3 device with the following complaint: "pen drips when dialing insulin." There was no indication of an adverse event. On 29 august 1999, novo nordisk established that the collar on the piston rod nut was broken off. The device was tested for dosage accuracy at dose sizes 2, 5, 10 and 20 iu(1 iu = 10 mg). Conclusion- the fault "collar on piston rod nut broken off". Has been classified as a reportable malfunction.